Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had power connection problem. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the issue was due to defective mpdu controller. To resolve the issue, fse replaced the mpdu controller and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the system would not turn on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.